Manufacturer narrative:
Additional information has been provided in b.5.

Event description:
Further information was received indicating that priming was completed before the procedure began. There is no indication of the tubing being kinked, modified or taped to something. No blockages or flow issues were observed with tubing.

Event description:
Aadditional information was received indicating that the issue occurs randomly; it occurs at the beginning, in the middle or at the end of the procedure. Iop compensation is activated but shuts itself off during the procedure for several seconds. This is noticed by the surgeon when the eye becomes soft. The surgeon discontinues suction and then the iop compensation reactivates on its own. Hypotony lasts a few seconds. There have been no long-term clinical consequences.

Manufacturer narrative:
Additional information has been provided in b.5. The manufacturer internal reference number is: 2020-12371.

Manufacturer narrative:
Additional information has been provided in h.3, h.6 and h.10. Corrected information has been provided in h.6 (problem code). A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported an iop compensation issue with the system during a vitrectomy procedure. There was a decrease of the pressure. In response, the surgeon increased the intraocular pressure and decreased aspiration. The procedure was completed. The patient experienced a choroidal detachment.